Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed that the device was previously serviced for system error 320 and the correction was to adjust/verify the link and switch spacing. The reported condition was verified. The device was found out of specification in relation to the reported failure to recognize an open door which was reproduced. The failure to recognize an open door was verified and found to be caused by a failed upper latch switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not display prompts for tube loading. There was no patient involvement. No additional information is available.